Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of lens damaged by injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the two lens were chipped the first in the center and the second on the periphery of the lens which was caused by injector. The first lens was removed and the second lens was implanted these was visible when the lens was injected and it unfolded in the patient eye. Additional information has been requested.